Event description:
It was reported that the patient was seen in clinic and high lead impedance was observed. Per the physician, there were no falls or trauma that they are aware of. Ap and lateral neck x-rays were received and reviewed. The x-rays were provided after report of high impedance. The only images provided were of the electrode, tie downs and partial visual of lead. There was a strain relief bend and loop present. There were four tie downs present however not placed per labeling as additional tie down is present. The lead with respect to generator could not be assess due to only being provided with ap and lateral neck x-ray. Based on the assessment of the x-rays a conclusion for the report of high impedance cannot be determined. Any potential fractures or microfractures on the portions of the lead that were not visible. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The representative present at surgery said that they tried re-inserting the pin, visualizing the pin past the setscrew connector block, irrigating the header with saline, and visualizing the lead for any breaks. The impedance did go down to an acceptable range, however the surgeon still wanted to replace the lead to further reduce the impedance values to the range he usually sees. The ultimate decision was to replace the lead even though no lead breaks were discernible. No other relevant information has been received to date.

Event description:
It was later reported that patient had lead revision surgery. Impedance was resolved after surgery. Product return attempt will not be made, as listed facility is known to discard after explant in surgery. No other relevant information has been received to date.